Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump body had cracks or scratches and battery was not lasting as it used to severe and rejected fresh new batteries before. Customer stated that insulin pump backlight was very dim and insulin pump rewinds slower when priming. Customer stated that insulin pump buttons were sticky. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.